Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 419 mg/dl. The customer stated that she was not able to get the tubing disconnected from the reservoir. The customer stated that the issue occurred 3 days ago.